Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the units and found that the avc-x needed to be rebooted. To resolve the issue, the technician rebooted the avc-x. The units were tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure their hexavue custom room racks were unresponsive and showing lines. No report of injury.